Manufacturer narrative:
See medwatch 2032227-2014-69781 for insulin pump information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 415 mg/dl. The customer received multiple no delivery alarms from his insulin pump. The customer stated he had three reservoirs with cloudy insulin in them and no other supplies. The customer was advised to contact his health care provider for treatment advice and sent emergency supplies. The product is being returned. Nothing further was reported.